Event description:
It was reported that there were 2-3 second pauses noted. It was also reported that the lead had intermittent capture and high thresholds due to positioning of the head and arm. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.